Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a message on the pump that stated "the resume pump button has come undone". There was no reported impact to the blood glucose level. Tandem technical support informed the customer that the pump does not display a message with that verbiage and offered to troubleshoot to determine the possible cause for the suspended insulin delivery. The customer declined to troubleshoot and offered no additional information regarding the event.